Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to mishandling of the customer or from wear and damage. However, a definitive root cause could not be determined. The event can be detected and prevented by following the contents of the instruction manual below: warnings and cautions ¿"do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the up/down knob could not be locked securely due to wear of the forceps elevator lever, the charged coupled device unit was in the position of the charged coupled device cable and had limited length for repair, the water tightness was lost due to a pinhole on the bending section cover, the distal end had a scratch, the bending section cover had a cut, the play of the up/down knob and the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the forceps and the channel cleaning brush could not be inserted smoothly due to a dent on the channel tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.